Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported third degree contracture bag on the left side. The device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported third degree contracture bag on the left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture reviewed on 20-feb-2023. Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the surface of the shell. Yellow particles in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported third degree contracture bag on the left side. The device has been explanted and replaced with a non allergan device.